Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Imaging system failed mechanical tests. The door failed to open. Replaced gantry motion controller and reloaded software to the system. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The software investigation found that a probable cause was unable to be determined since the issue cannot be identified by examining attached log file. The log file contained no obvious causes and examination of the log file was inconclusive. The gantry motion controller was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Although the part was returned and could not be duplicated, the replacement was reported to have resolved the issue. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4) . This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A radiologic technologist (rt) reported that the imaging system was unresponsive after the first spin of the procedure. They needed to reboot the system in order to continue with the procedure. The rt had no patient details. There was no impact on patient outcome. No further details regarding the issue, during what procedure or exact length of extended surgical time, were provided.